Event description:
A report was received that the pt is experiencing a heating sensation at the ipg site. The location of the pt's ipg is at the waist line which is irritating her. The physician says there is no actual heating. The physician has agreed to explant the pt.